Event description:
Possible false negative. No triggers present. One object of interest outside cell spot. Instrument operational. Performed all required setups per technical documentation. Cleaned optic path. Ran verification slide and short batch.